Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 32x3mm, eccentric, de novo target lesion was located in the non tortuous and moderately calcified left anterior descending(lad) artery. A 2.75x16mm promus element ¿ drug-eluting stent was selected to treat the target lesion. However, the device failed to cross the target lesion and was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).